Event description:
Boston scientific crm received info that this pt presented with acute chest pain. The physician suspected the dextrus atrial and/or right ventricular leads may have perforated the heart wall. In a revision procedure, both leads were explanted and successfully replaced by new leads.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.